Manufacturer narrative:
The investigation confirmed the user-reported issue and concluded the cause to be internal cabling damage. The sensor was scrapped to prevent further use.

Event description:
User reported that the level sensor was triggering a response due to slight movement of the device. There was no patient involvement and thus no patient harm; however, this type of event is considered reportable.